Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. One low battery alert on 06/18/2025 12:29:01.000 which was expected, no unexpected power/battery alerts/alarms on or seven days prior to the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), stained buttons on keypad overlay, pillowing keypad overlay, cracked battery tube threads, cracked case at belt clip rail corner, and scratched case. Blank display was not confirmed during testing. Battery cap damaged confirmed. Exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to water, there was fluid in the battery compartment and the insulin pump had a blank display. The customer also reported a damaged battery cap and missing or damaged battery cap contacts. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump. Troubleshooting was performed for the blank display, the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the battery cap and contacts damage and the customer will be provided with a replacement battery cap. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.